Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As part of the investigation trending was evaluated and found one similar event at the same facility. Based on the results of the investigation, the most likely cause of the event was incorrect reprocessing. Olympus has provided onsite education and have invited the health professionals to participate in olympus's online reprocessing courses. The following information listed in the device instruction manual and reprocessing manual may have prevented the event: "after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance." "Before reprocessing, thoroughly review this manual and the manuals of the reprocessing equipment and chemicals that will be used for reprocessing. Reprocess all the devices as instructed." "All channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators" "thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end." During the initial evaluation of the device damage was noted, the device was repaired. As a result of refurbishment, the device has been restored to olympus original factory specifications. The damage to the device did not contribute to the retention of a foreign substance. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation deep dents and scratches were noted in the plastic cover. The light guide lens had two cracks in it, the adhesive was cracked, the insertion tube had multiple deep scratches, the light guide tube had buckled, and the insulation was showing 4 mohms. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported that unspecified tissue came out of the evis exera iii colonovideoscope following a diagnostic procedure. According to the initial reporter, the procedure was completed as planned with no immediate harm or impact to the patient. Reportedly, the facility will perform their post-procedure surveillance as part of the patient follow up to confirm there was no negative patient impact.